Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate a small bag of chips without announcing a meal while using the ilet and subsequently needed to charge the device; blood glucose was 264 mg/dl and the user was asymptomatic. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no adverse clinical impact, no alerts or alarms, and no need for further assistance or medical care. Customer care provided troubleshooting and education on remaining connected during charging and user-initiated plan to briefly disconnect for approximately 15 minutes to allow charging, with intent to reconnect. Investigation of this case revealed user management of a missed meal announcement and a charging limitation related to proximity to a power source, with device function otherwise reported as normal. It was concluded, based on previously established findings for similar reports, that the cause was user-related (missed meal announcement) with no device malfunction.